Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed unexpected remaining battery longevity. It was noted three months prior, the device had an estimated remaining longevity of five years and three months later, a remote transmission indicated the remaining battery life was less than one month. The patient presented for an interrogation and there was no indication of rrt (recommended replacement time), even though the remaining estimated longevity was less than one month. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.